Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 597 mg/dl. The customer stated the infusion set she was wearing prior to the event had blood in it. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.